Manufacturer narrative:
A1 patient identifier: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that vessel perforation and hospitalization occurred. The patient underwent a pulse field ablation (pfa) procedure using a faradrive steerable sheath. Post procedurally bleeding at the access site occurred and prolong compression was applied. The active bleeding was identified as an accidental arterial puncture and the patient was hospitalized for monitoring. Anticoagulant medication was suspended for forty eight (48) hours. Diagnostic testing and imaging showed no clinical abnormalities with a stable condition at the scarpas triangle, good patency of the iliofemoral arterial axes, no superficial or common femoral venous thrombosis, and the saphenous vein was patent at its junction. No dissection, no stenosis, and no pseudoaneurysm were identified. A hematoma was classified as deep subcutaneous collection, poorly organized and somewhat diffuse, without blood supply, and non-circulating. No invasive interventions were required. The patient was discharged two (2) days post hospital admission.